Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. It was stated they started a new medication and thought that due to that they were having a bowel problem. They also felt like they were getting a bladder infection. The patient had tried to check the implantable neurostimulator to ensure it was working and accidentally changed the programs. It was stated they would like help changing it back. The patient was assisted with changing from program 4 back to program 2. It was noted the therapy wasn't on so they were assisted with turning therapy back on. It was stated the situation was resolved. Additional information received reported the bowel problem wasn't resolved and didn't think it could be helped too much more. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.